Event description:
Technical services received a call on 7/5/2012. Caller reported on dft testing that post shock all 3 channels (including this ra lead) picked up an external noise, per technical services resulted in ap. It was not from the device as it was too early in the post shock period to pace. No delay in pacing therapy noted. Lead was implanted on (B)(6) 2012 by dr. (B)(6) at (B)(6)medical center. No additional information is available at this time. Lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).